Event description:
It was reported that the system 7 aseptic housing was broken after sterilization procedure at user facility and top housing was detached from the bottom housing. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.